Event description:
An (B)(6) year old daughter ordered botox and dermal filler with lidocaine from USA site, (B)(6). Had eye and vision problem had to go to ER. Someone needs to shut this down. They are selling on (B)(6) claiming FDA approved. Selling on (B)(6), claiming FDA regulated. FDA safety report ID # (B)(4).